Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open total cystectomy, the knife did not return to home position and the jaws could not be opened after the 3rd firing of functional end to end anastomosis. When the sales rep who attended the operation checked the device, it was found that the knife slightly moved forward. Therefore, the device could be released with the knife reverse switch. Deployed staples were formed properly. Just in case, another device was used for the next firings. There were no adverse consequences to the patient.